Manufacturer narrative:
(B)(4). Date sent: 7/30/2021. H2: additional information received: twos photos were received for review. During the visual analysis, the following was observed: the first photo shows the tissue "stapled" with a clip and appears to be completely formed. The second photo shows the tissue "stapled" with a clip and can be seen properly formed. It was also noted that there were three spliced clips with the lengths open on the tissue. Based on the two photos reviewed, the event described could be confirmed, however no conclusion or root cause could be determined as the actual instrument was not returned our evaluation.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip was not closing all the way at the tips. At the end they had to manually close it with another device. There was blood squirting where the clip was closed because it didn¿t close far enough and they had to intervene with monopolar electricity (cautery) to get the bleeding to stop. There were no patient consequence.